Event description:
It was reported that the right ventricular (rv) lead triggered an alert for measured low impedance. The lead remains in use. No patient complications have been reported as a result of event.

Manufacturer narrative:
Corrected information: sex, date of birth.